Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and fell into the right ventricle post operative. The patient was hospitalized over the weekend and the ra lead was repositioned and programming was carried out during this procedure. The ra lead remains in use. The patient is a participant in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to intervention the ra lead was noted as 'not working'.